Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 539 mg/dl. The customer was treated with injection 6 units. The patient does feel okay to troubleshoot. The customer was advised of the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin adn treat per healthcare provider instructions. The patient was advised to monitor and specka with doctor. The customer sensor will be replaced.